Manufacturer narrative:
Describe event or problem additional information: on (B)(6) 2018 patient visited site and it was noted that there was a slight decrease of visual acuity that was noted. Central toxic keratopathy (ctk) remains nasal to pupil with some improvements despite the decreased visual acuity. Dryness was observed in both eyes. It was recommended to put artificial tears (at) every hour to 2 hours and continue with durezol four times a day until the next follow up. On (B)(6) 2018 patient visited site and was seen by surgeon to determine healing status. Surgeon changed the durezol dosage and increased at's and is to return back in two weeks. On (B)(6) 2018 patient visited site and the durezol was reduced to be taken daily. The best corrected visual acuity (bcva) has improved to 20/20 with plano= -2.00 x 100. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
Device manufacture year: 1997. (B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with stage 3 diffuse lamellar keratitis (dlk) in the left eye (os (ocular sinister)) at 1 day post op exam. A flap lift and rinse was performed and the topical steroid dosage was increased by prescribing durezol and using it 4 times a day (qid). On (B)(6) 2019 patient presented with improved visual acuity with no discomfort. Corneal defect was present and will be monitored. On (B)(6) 2018 patient returned to site and was reported that he was being compliant with the medication. The visual acuity in the os had improved to 20/25+. No change in size of hazy area nasal to pupil. Patient is comfortable and feels visual acuity is getting better and is to continue with durezol qid. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurred visual acuity and irritation. Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2018: right eye pre-op 20/20 -.50 x -.75 x 93, left eye pre-op 20/20 -1.00 x -1.25 x 106. This report is for the visx laser. A separate report will be submitted for the femto laser equipment.